Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, on (B)(6) 2024, the device was implanted in the right basilica according to plan without any complications and was used in the following days without any problems. On (B)(6) 2024, during a therapy infusion, the drug was found to be leaking from the exit site, consequently the device was removed and the cannula was verified to be completely detached from the hub. An ultrasound of the upper limb is verified and the cannula is found to be present in the right basilica. On (B)(6), removal was attempted in radiology interventional radiology without success. On (B)(6), surgical removal was performed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported total detachment of the cannula from the powerglide pro catheter hub. No other information was provided.